Event description:
It was reported that during a diep flap procedure, the clips were cutting the vessels. No bleeding occurred. Another device was used to complete the case with no adverse patient consequence.

Manufacturer narrative:
Date sent: 03/12/2009. Information anticipated, but unavailable at this time.